Manufacturer narrative:
The home patient was instructed on proper procedures in addition to referring them to their nurse for local procedures.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during initial drain of their automated peritoneal dialysis therapy. Reportedly, the home patient was connected at the time of the alarm, and did not disconnect at any point during therapy. The home patient reportedly connected two (2) patient extension lines after prime. Baxter's technical service center assisted the home patient in ending therapy early. The patient was instructed to start over with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.